Event description:
It was reported that during an coronary artery bypass graft, error 5 was displayed during use. The blade was broken off when the device was cleaned after the operation. As the blade was broken off after the operation, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.